Manufacturer narrative:
The technician found the pilot link was stuck. He replaced the pilot link assembly to repair the bed.

Event description:
Info received indicates the bed will not go into reverse trendelenburg.